Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. There was no difficulty during the transseptal puncture. During the deployment of the device, the occluder was repositioned 3 times due to very difficult patient anatomy of the left atrial appendage (laa). During the procedure, a small pericardial effusion became visible, and it was not considered to be hemodynamically relevant. The patient was circulatory stable throughout the procedure. The cause of the pericardial effusion was unable to be determined. The patient was transferred to an intensive care unit for monitoring.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. There was no difficulty during the transseptal puncture. During the deployment of the device, the occluder was repositioned 3 times due to very difficult patient anatomy of the left atrial appendage (laa). During the procedure, a small pericardial effusion became visible, and it was not considered to be hemodynamically relevant. The patient was circulatory stable throughout the procedure. The cause of the pericardial effusion was unable to be determined. The patient was transferred to an intensive care unit for monitoring. Subsequent to the previously filed report, additional information was received that during the procedure, the patient's highest activated clotting time (act) level was above 278 seconds, and 7500 iu heparin was administered during procedure. During multiple deployments of the occluder, the device was not completely retracted into the delivery system. The small pericardial effusion was sighted on echocardiogram during procedure. A pericardial puncture was performed to resolve the pericardial effusion.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additional information indicated that due to the very difficult anatomy of the laa, the occluder had to be repositioned 3 times but was never fully retracted. Based on the information received, the root cause of the pericardial effusion could not be conclusively determined but could have been as a result of the maneuvering of the guidewire or sheaths within the heart.